Event description:
The family member reported that their pt died 1.5 years ago due to 18 units of insulin being injected by a health care center nurse. They said a meter result was 85 mg/dl. The family member also stated their pt's blood glucose was 60 mg/dl per their records at 11:30, in 9/2003. They said their saline solution was changed to include dextrose. Emts were called and they treated the pt with d50 and transported them to the hospital, where they received further treatment. Product information was not provided.